Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit's EKG not transitioning. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) tested the pump and found no issues with it. The safety disk, tidal volume disk and nvram were due for replacement at the recommended replacement intervals and were replaced. The device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.